Event description:
It was reported to ventec that the device was displaying a "patient circuit disconnected" alarm. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it displaying a patient circuit disconnect alarm was initially confirmed, however, after the asp reloaded the device's software the issue could no longer be reproduced. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be conclusively determined. H3 other text : serviced by asp.